Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event that the examination lamp was not ignited could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by aged deterioration of parts of the igniter board due to repeated use over a long period of time, because about 11 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for repair. Sorc inspected the device, and confirmed that the examination lamp was not ignited due to an igniter failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the examination lamp of the device was not ignited and the emergency lamp was lit up. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that the examination lamp was not ignited.